Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). The device was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed a spline slightly bent and an electrode lifted with sharp edges. The root cause of the failure in the electrode and spline could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with an octaray mapping catheter for which biosense webster¿s product analysis lab (pal) identified an electrode lifted with sharp edges. Initially it was reported that the spline of the catheter was distorted (shape). It was noticed on fluoroscopy, immediately after inserting the octaray into the intracardiac. The catheter was replaced, and the procedure was completed without patient consequence. This spline issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-nov-2023, a spline slightly bent and an electrode lifted with sharp edges were observed. The electrode damage was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-nov-2023.